Event description:
The account alleged that the head section is drifting down.

Manufacturer narrative:
The account replaced the CPR valve and the problem remained. The account noticed fluid leaking from the manifold between the s11 and s9 valves. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.